Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 65 units. Reportedly, the cartridge was filled with 120 units of saline. The customer¿s blood glucose level was 150 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.